Manufacturer narrative:
Concomitant: product ID 3389-40, lot# j0114191v, implanted: 2001-(B)(6), product type lead. Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had shocking or jolting sensation. It was noted that prior to the report, the patient was getting shocking all over his body, in his left shoulder and left hand. It was noted the system was on the left side. The reporter noted that the patient was still having shocking in the left arm, below the left scapula, and the patient appeared to have the shocking with the stimulation off, but this was unclear. It was noted that the patient was unsure if the stimulation was on or off but the reporter stated that the stimulation was off. The reporter noted the tremor was bad like before the surgery. It was noted the patient was taking steroids at the time. The reporter noted that the patient indicated his implantable neurostimulator was last checked 7-8 years ago. The clinician programmer showed the last reset on 2012-(B)(6). It was noted that they were going to interrogate the implantable neurostimulator (ins) and check the status of the system.